Event description:
It was reported that the pump battery "sometimes will not charge when connected to tandem charger. ". There was no reported adverse impact to the customer¿s blood glucose level. The customer declined assistance from tandem technical support regarding the issue.